Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the right ventricular (rv) lead had a jump in impedance, a high number of short v-v intervals and noise was present. Additionally, a lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.